Event description:
Healthcare professional reported left side bilateral exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d1, d2, d4, d6a, d9, g1, g4, h3, h4, h5, h6.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.